Event description:
It was reported that the kits contained damaged ampules.

Manufacturer narrative:
Qn#(B)(4). A device history record review was performed with a potentially relevant finding. A nonconformance was initiated only as a general nonconformance to temporarily allow certain finished good part numbers to be packaged with additional gauze in order to better secure medication ampules in the inner tray. The reported complaint of a broken ampule was confirmed based upon the sample received. The lidocaine w/epinephrine ampule was found to have broken at the score line. A device history record review was performed with a potentially relevant finding. Based on the information provided, the potential root cause of this issue is design related. A CAPA was initiated to further investigate this complaint issue.

Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the kits contained damaged ampules.